Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, the reported error couldn't be replicated by testing or by running the customer's last set up. However, the most likely cause of the error was a defective downstream occlusion (dso) sensor. The dso sensor was replaced to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump constantly exhibited a downstream occlusion alarm. There was unknown patient involvement, no patient injury was reported.